Event description:
It was reported that about one month post-implant, the patient was checked in the office, with no capture and high thresholds noted. A chest x-ray showed possible lead dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).